Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #:(B)(4). Case subject: npi 8100 broken door latch assembly. Account name: (B)(6). Account #: (B)(6). Asset name: 8100bd pump module v9.33.0.50. Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6) patient or user involvement: no. Patient or user harm: no. Customer called requesting part number due to the door latch being broken on their 8100 (sn: (B)(6)). Provided part number. Transferred to order management to place order. Ended call. (B)(4).

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4).